Event description:
It was reported that patient received an alert for high hv lead impedance. Review of transmission revealed a slight increase in impedances. The patient notifier will be disabled, and patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.